Event description:
Reporter reported via a distributor that medical staff detected cracks in a quantity of 2 mr210 humidification chambers prior to use. No pt consequence was reported.

Manufacturer narrative:
Both mr210 chambers are currently en route to fisher and paykel healthcare for investigation. We will provide a follow-up report following receipt of the devices and completion of our investigation. A lot check revealed no other complaints of this nature for this lot number.